Event description:
The risk mgr reported, that the procedure lasted 13 hours. The pt is now stating, that he has nerve damage as a result of being in the same position during the lengthy surgery.

Manufacturer narrative:
The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. The batch records were reviewed and the final quality release criteria was met before the batches were released for distribution. Complaint info is trended on a regular basis to determine if further investigation is warranted.